Event description:
Same case as MDR ID# 2134265-2012-06066. It was reported that post a stenting treatment procedure, in-stent restenosis occurred. In (B)(6) 2012, a promus element stent was implanted. In september 2012 the patient presented with 90% instent restenosis of the previously implanted promus element stent located in the non calcified saphenous vein graft of the right coronary ostial artery (rca). Vascular access was obtained via the right femoral artery. A 12mm x 3.50mm ion mr stent encountered difficulty during advancement and was removed. The target lesion was dilated with a 3x12mm apex balloon catheter. The ion mr stent delivery system was readvanced but could not cross the target lesion. The ion mr sds was withdrawn. After removal it was noted that the proximal and distal end stent struts were "sticking out." The procedure was completed with another 3.5x12mm ion stent. No further patient complications were reported and the patient's status is listed as okay.

Manufacturer narrative:
If implanted, give date: (B)(4) 2012. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).